Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm mitral bioprosthetic valve, after pledget placement and upon coming off pump, "wide open mitral regurgitation" was observed. It was reported that the 25mm mitral bioprosthetic valve was explanted and replaced with an unknown device. It was reported that during the explant procedure, it was observed that one of the valve leaflet was 'snag', the valve "leaflets were off to the side and not closing". No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis and due to the condition of the valve leaflets, a thorough evaluation of the coaptation could not be performed and the cause of the complaint could not be determined. The valve stitches were inspected to meet specifications. Based on the review of the device history record, this valve passed the requirements for coaptation. H6: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. A remnant metal pledget with a white multifilament suture remained attached to the sewing ring adjacent to the left cusp. Small holes around the sewing ring show placement of implantations sutures. All commissures were intact. All leaflets were torn and missing. The existing leaflets were flexible. The right cusp (rc) was cut exhibiting a long smooth edge down the belly; deep tears noted on the tissue approaching the left right commissure. The non-coronary cusp (nc) appeared cut with smooth edge up to the left non-coronary inferior coaptive area where deep tears on the tissue were noted. Multiple gouge marks were noted on the inferior coaptive area between the left and non-coronary cusps. The left cusp (lc) was torn with a section of the tissue below the belly appearing pulled or snagged as evidence by the exposed underlying layers of tissue. Damages observed on the leaflets appear to be consistent with historical events of lacerations made by sharp instruments. Due to the received condition of the valve, an assessment of the coaptation could not be performed. The base stitching and manufacturing sutures were inspected and met specification. Intracuspal hematomas likely resulting from the tears were observed on the left non-coronary inferior coaptive area. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.